Event description:
During a transapical tavr procedure, a 23mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v) in the native annulus, but landed in a 20:80 a/v position and moderate paravalvular leak (pvl) was observed. A second 23mm sapien xt valve was deployed 50:50 a/v as intended and the pvl was reduced to trace. There was a pre-existing 25mm medtronic mosaic valve in the mitral position. The image intensifier angle and coaxial alignment of the valve and delivery system were good. Bav was not performed. Attempts to obtain additional information were unsuccessful. The sinotubular junction diameter and calcification, and aortic leaflets calcification for the patient are unknown.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, minimal information was provided; thus, the cause for the ventricular malposition of the valve could not be determined. The ventricular position of the valve is a likely contributing factor for the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.